Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported thrombus is related to patient's resistance to medication/non-compliance or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that 34 days after a right transcarotid artery revascularization (tcar) procedure, during a routine follow up visit, imaging revealed prolapsed plaque and mobile thrombus inside the enroute transcarotid stent. The patient was asymptomatic and was switched to brillinta and IV heparin. The physician placed an additional stent via tcar procedure to address the issue. The patient was neuro intact post intervention. At this time, it is unknown if the reported thrombus is related to patient's resistance to medication/non-compliance or a silk road medical device failure, hence, the event will be reported out of abundance of caution.